Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir has air bubbles in it. The customer's blood glucose reading was 158 mg/dl at the time of incident. Troubleshooting found that the customer pushed the air bubbles out of the reservoir and the reservoir was able to be used. Customer also indicated that she had the same issues with 2 other reservoirs that were unable to be used due to air bubbles. Customer declined troubleshooting as there were no air bubbles in the reservoir. The customer was advised that the reservoir would be replaced and to return the product for analysis.